Manufacturer narrative:
The stent was implanted and not available for return. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment of a lesion in the left common iliac artery, a smart control, iliac 9x60ml shortened (accordioned) to 35mm, but the stent expanded fully with good wall apposition. The distal portion of the lesion was untreated, and subsequently a 9x40 stent was implanted to extent coverage of lesion. The stents were post-dilated with no residual stenosis. The device appeared normal prior to use and had been properly prepped. The lesion had been pre-dilated with no residual stenosis. The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment, and the handle of the smart control sds was held flat and straight outside the patient as instructed in the IFU. There had been no difficulty in advancing, tracking or crossing the lesion with the sds, and no unusual force was used at any time during the procedure. The physician had a great deal of experience with smart control devices and felt that there may have been a problem with the stent or deployment system. The target vessel was 8mm in diameter and somewhat tortuous, and the lesion was 50mm in length with 67% stenosis and no calcification.

Manufacturer narrative:
During treatment of a lesion in the left common iliac artery, a smart control stent shortened (accordioned) during deployment to 35mm. The stent expanded fully with good wall apposition. The distal portion of the lesion was untreated, and subsequently a 9x40 stent was implanted to extent coverage of lesion. The stents were post-dilated with no residual stenosis. The device appeared normal prior to use and had been properly prepped. The lesion had been pre-dilated with no residual stenosis. The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment, and the handle of the smart control sds was held flat and straight outside the patient as instructed in the IFU. There had been no difficulty in advancing, tracking or crossing the lesion with the sds, and no unusual force was used at any time during the procedure. The physician had a great deal of experience with smart control devices and felt that there may have been a problem with the stent or deployment system. The target vessel was 8mm in diameter and somewhat tortuous, and the lesion was 50mm in length with 67% stenosis and no calcification. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 13462940 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the information available, and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.